Event description:
Incident reported as: the surgeon used this during a CABG procedure for the internal mammary artery takedown. He applied 6 clips. One clip fell off immediately after application in the locked position. An additional 2 clips fell off about 3-5 minutes after the application. These clips fell off in the locked position. No patient injury or intervention reported.

Manufacturer narrative:
Samples recently received for evaluation. A follow-up report will be submitted pending the completion of the investigation.